Event description:
Customer reports the system had low ma errors. No patient injury was reported.

Manufacturer narrative:
The service rep troubleshoot and could not duplicate low ma error. Cleaned and greased high voltage cables and performed filament cal. Anode bearing starting to make a loud roar. Unit works as intended.